Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was pt reported a couple years ago their implant was not working. Pt also mentioned in the past their were having back pain and had the implant imaged. Pt reported on saturday morning the patient's controller showed eos and the patient was unable to turn their stimulation on or use their recharger. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received, it was reported the patient was seen on (B)(6) 2020 for a normal reprogram. No issues at that time. Patient was recently ((B)(6) 2024) by manufacturer representative for replacement consult and is scheduled for ins replacement on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.